Event description:
It was reported by the patient that 3 months post-operatively, she developed asthma symptoms. She had a bi-condylar tibial plateau fracture and was implanted on (B)(6) 2013 with synthes devices. Patients pulmonologist recommended a ¿patch test¿ be performed for possible allergic reaction causing the chronic inflammation and asthma symptoms. On (B)(6) 2014, the patient was contact by the product engineer; the engineer supplied the patient with a list of the implant materials from the list of implanted parts the patient supplied. The patient was advised by the engineer that synthes does not provide samples for patch testing and that the allergist would know where to get the test samples for doing patch testing for the specific materials. This is report 2 of 8 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.